Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the original cartridge to resolve the issue. Additionally, it was reported that a minimum fill notification occurred. The customer loaded a new cartridge to address the issue. The customer also reported that a cartridge change error occurred. Customer loaded a new cartridge to address the issue. The customer's blood glucose level ranged from 376 mg/dl to "high" for all issues. The customer administered a manual correction injection to address bg levels.